Event description:
Discordant advia centaur troponin ultra pt results were obtained on three pt samples. The results were not reported to the physician(s). Upon retest, the corrected results were reported to the physician(s). Upon retest, the corrected results were reported to the physician(s). There is no known pt intervention or adverse health consequences, due to the discordant troponin ultra results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. Analysis of the instrument and instrument data indicate that the cause of the discordant troponin ultra pt results was due to a clog in the aspirate probe 1. The instrument was repaired. The instrument is performing within specifications. No further evaluation of the device is required.